Manufacturer narrative:
Submit date: 05/20/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding set. The customer reports that the feed was dripping down the exterior of the tubing. This was visualized at the site between the tubing and the spike. At times the feeding set disconnects/falls apart where the tubing meets the nutrition spike. No patient injury, harm or ill effects.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Three samples were received for evaluation. The samples were visually evaluated. The cross spike connector was detached on one of the three samples. The other two samples presented leakage at the level of the connector. A possible root cause can be due to a dimensional gap between the tubing and cross spike. A formal corrective and preventative action was opened for this reported issue. This complaint will be used for tracking and trending purposes.